Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 210 mg/dl. The customer stated that she had been leaning on the insulin pump during lunch, received a low battery alert, replaced the battery, and checked her blood glucose just before receiving the button error alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, moisture damage was found on keypad traces. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.